Manufacturer narrative:
(B)(4). Baxter did not receive and not able to evaluate the device. If the device is received and the eval is complete, a supplemental report will be submitted.

Event description:
It was reported that 9 unidentified spectrum pumps will connect to the customer's wireless network, but will not update the master drug library (mdl). Any pt involvement or medical intervention is unk. It was reported that there was no pt injury.